Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported, intra-op, while attempting to remove the iliac screw, the tip of the driver was broken and the broken part remained in the screw head. The surgeon thought that the screw was placed, so gripped the bone firmly which resulted in the breakage. No fragments of the driver were remained in the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis result: visual optical hardness dimensional visually confirmed approximately 2mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.